Event description:
Paramedics responded to a person, condition unk. The device was connected to the pt with ECG electrodes and pacing/defibrillation/ECG electrodes for external pacing. Pacing was initiated and continued but, according to the reporter, several times during the call, the device stopped pacing and had to be re-started. No adverse affects to the pt were reported as a result of the alleged malfunction.